Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the system faulted at startup with error 40052. Technical support first instructed the site to power cycle the system, but the robot still did not power on correctly. Technical support then reviewed the logs and identified communication errors coming from console 1. Technical support next had the site disconnect console 1 from the rest of the system, after which the robot powered on normally and the site proceeded with case setup. There was no report of patient involvement or reported injury.